Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported via the manufacturer's representative (rep) they didn't think the implantable neurostimulator (ins) helped and there was a lack of efficacy so they stopped charging. Due to consumer compliance the device became overdischarged. The antenna locate feature was used to jump start the battery which got the battery charging but the consumer was unable to wait to clear the power on reset (por) because of another commitment. When the consumer left the appointment on (B)(6) they were able to get the ins to 100% charged. The rep. Met with the consumer again on (B)(6) to clear the por, but the ins wasn't responding and stated to reposition the antenna, the clinician programmer was unable to find the device, and no communication was able to be established with multiple external devices. The consumer was not currently feeling stimulation. The rep. Used the antenna locate feature and did a new charging session and the battery came back. The consumer was currently charging to 25% and then the rep. Was going to clear the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.